Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor. Bg cause was unknown. The customer delivered insulin via manual injections to address the high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.